Manufacturer narrative:
The referenced device was returned to the olympus (ode) regional repair center. The service evaluation confirmed the customer¿s reported problem; the power works but the image does not start due to printed circuit board failure. Additionally, the control panel cannot be operated in some cases. This is the monitor¿s first time for service/repair. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer 4k ultra high-definition liquid crystal display monitor ¿doesn¿t work. The power works but the image does not start.¿ the monitor was installed on june 2, 2021. The event was found during inspection before use. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a printed circuit board failure. The specific root cause of the printed circuit board failure could not be determined at this time. Olympus will continue to monitor field performance for this device.